Event description:
Info received indicated the CPR function does not operate.

Manufacturer narrative:
The hill-rom found that the hydraulic manifold was clogged. He replaced the manifold to resolve the issue.